Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ drug-eluting stent was selected for use to treat a lesion. However, the physician noted that he had issues with the resiliency and architecture of the stent struts; the struts on the stents are too small and it is causing an issue with the stents getting bent or mangled before deployment. No patient complications were reported.